Manufacturer narrative:
(B)(4). It is unknown if device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental med watch will be submitted. Concomitant medical products: m2a magnum cup, p/n us157850, l/n 087980; m2a magnum modular head, p/n 157444, l/n 114490; taperloc femoral, p/n 11-103204, l/n 949340; m2a magnum taper insert, p/n 139252, l/n 308010. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03097; 0001825034-2017-03098; 0001825034-2017-03100.

Event description:
It was reported the patient¿s right hip was revised seven years post-implantation due to pain, discomfort, and difficulty in walking. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient¿s right hip was revised seven years post-implantation due to metallosis and aseptic, lymphocyte-dominated vasculitis-associated lesion (alval). Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in operative notes reported there was staining with metallosis and nonviable pseudotumor throughout the posterior aspect of the hip. No further information is available at this time.